Event description:
The ventilator began to alarm while on the pt. It indicated back up ventilation, but no ventilation noted by nurse or physician. Pt was bag ventilated and the ventilator replaced. The ventilator error log showed 48ff error, followed by 1601 error. The ventilator was impounded and evaluated with co on the phone. Co will replace all electronic components potentially at fault and update software.